Event description:
Post plasma exchange, pt experienced decreased level of consciousness, incontinent of urine and stool; physicians contacted. Physical exam done. Solumedrol 125 mg IV given, breathing treatment done. Pt discharged from unit to pt room. Several hrs later, air embolus noted by CT scan. Machine checked by MFR. No problems found. Rn unable to determine when or how air given.